Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery for the device would no longer charge. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device would no longer charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting a depleted or faulty battery. Upon evaluation of the component, it was verified that the battery failed to charge in both the heartstart mrx device and cadex charger. When inserted into the cadex charger, the battery was not recognized and the component yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Due to the condition of the battery calibration attempts could not be completed. Following the evaluation, the battery was determined to be faulty and the component was scheduled to be returned to the vendor. Upon response from the vendor, it was verified that the battery for the unit failed due to an open f1 fuse coinciding with a pack overdischarge. Upon placing a jumper in the f1 fuse and applying a wake up voltage, it was found that the cells were in an undervoltage condition. This caused multiple flags to activate. No further evaluation was requested.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the battery for the device would no longer charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting a depleted or faulty battery. Upon evaluation of the component, it was verified that the battery failed to charge in both the heartstart mrx device and cadex charger. When inserted into the cadex charger, the battery was not recognized and the component yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Due to the condition of the battery calibration attempts could not be completed. Following the evaluation, the battery was determined to be faulty and the component was scheduled to be returned to the vendor.